Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v019476, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4)

Event description:
It was reported from the patient that the pain stimulation device does not work. The patient would not give any other information. The device was still implanted but not being used. Relevant medical history includes other chronic/intract pain (trucks/limbs).